Event description:
It was reported the patient underwent a right knee procedure. Subsequently, the patient was revised due to implant wear approximately 14 years post implantation. A poly swap was performed. Sales rep noted the post may have broken or just worn, it was hard to tell. Product and lot was not available, product description is 12 mm ef 56 poly. No product return per hospital policy, no op notes or x-rays.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.